Event description:
Pt complained of "burning" during 1 at last 3 min. Of electrical stimulation therapy. Intensity turned down to no complaints. At end of therapy found wire part of electrode had fallen out of electrode, not channel wire but electrode wire. Upon inspection of skin found small white spot approx 3 mm in diameter. Told pt would inspect again at next treatment.